Manufacturer narrative:
No product has been returned for evaluation. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating patient had severe hypoglycemia after receiving 9 units of insulin due to a basal input error. Patient went to the emergency room and was treated with intravenous dextrose.